Event description:
It was reported that the handpiece began overheating and the bur guard melted during a procedure involving a partial for an implant. The case was successfully completed with another device. There was no pt or user injury reported, and there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor stuck in the motor. Those parts were each replaced along with the motor housing, nose cone, burshield, bearings, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.